Event description:
The user facility reported that an unspecified patient's culture tested positive with burkholderia cepacia following the use of the scope. The user facility staff reported that they do not believed the scope caused the infection; however, out of an abundance of caution, a decision was made to have the scope cleaned and inspected before putting it back into service. The scope was tested three times and produced negative protein cleaning verification test each time (passed, no protein antigens observed). Scope was cleaned and high level disinfected prior to shipment to olympus. Followed up with the customer and was informed the facility is trying to determine the source of a rare strain of burkholderia cepacia bacteria that has shown up in some of their bronchoscopy patients. No additional information is available at the time of this report.